Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 429 mg/dl at the time of incident. The customer's blood glucose was 395 mg/dl at the time of call. The customer stated that she had unexplained high blood glucose of 479 mg/dl, 465 mg/dl and 525 mg/dl. The customer stated that she did bolus and took manual injections but she was still had high blood glucose. The customer stated that there were small bubbles along the tubing length. The customer stated that there was a no delivery alarm. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer was advised customer to change entire set, reservoir and insulin. The insulin pump will not be returned for analysis.